Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in italy, during valve deployment of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach, the valve and delivery system were pushed aortic due to a very hypertrophic ventricle, and the valve was implanted too aortic. The angiography showed a severe paravalvular leak, and therefore it was decided to implant a second valve. Post implant of the second valve, the angiographic check showed that the pvl was not eliminated, however, it was reduced from severe to moderate. As per follow up info received, the physician advised that according to the echo check the leak seemed to have disappeared.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings. Corrected h6- investigation conclusions. The device was not returned for evaluation. The complaints for malpositioned valve and deployed valve exhibiting paravalvular leak were unable to be confirmed due to unavailability of relevant imagery/medical report. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. The patient screening manual instructs the operator on the proper aortic valve and root assessment, including all procedural and anatomical considerations. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "during valve deployment, the valve and system was pushed aortic due to a very hypertrophic ventricle, and the valve was implanted too aortic." Ventricular hypertrophy refers to the thickening of muscular wall (septum) between the bottom chambers of the heart. Per training manual, septal hypertrophy is a high-risk patient consideration, which may contribute to aortic thv malposition. Additionally, per training manual, performing a balloon catheter valvuloplasty may be of value in providing indication of potential balloon movement during thv deployment. As such, available information suggests that patient factors (hypertrophy) may have contributed to the malpositioned valve. As reported, "the angiography showed a severe pvl, and therefore it was decided to implant a second valve." Due to the malpositioned valve, wherein the valve landed too aortic, it is likely that the valve skirt was unable to be properly sealed against target site, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (valve malposition) may have contributed to the paravalvular leak. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.